Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient called to report feeling "sudden, very rapid heart beat" "to about 95" bpm that returned to normal rate after a couple of days. Patient discussed with doctor and understood it would subside eventually. Patient was concerned she may have manipulated the lead while showering and understood from doctor the leads and device are functioning normally. Patient also mentioned she has been feeling "pulsing of my heart throughout my body" when she lies down at night since "(B)(6)", "usually every night" "for a while and then subsides and then stops". Patient discussed with "technician" in (B)(6). Device is still in use. No patient complications have been reported as a result of this event.